Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that 'there issue was that the ip address for wired and wireless was backwards. Once the ip address was corrected the system has worked properly.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version#: 2.1.0, ubd:unknown, UDI#:unknown h3 and h6) no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. H6) a1102 is for error message stating that it could not negotiate communication with the query/retrieve (qr) server. A13 is for system was unable to connect to the picture archiving and communication system (pacs) via a wireless connection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information about a navigation system issue identified outside of a procedure. It was reported that the system was unable to connect to the picture archiving and communication system (pacs) via a wireless connection. A digital imaging and communications in medicine (dicom) test showed green configuration, yellow ping, and red pacs port. The wireless internet protocol (ip) was green in dicom. The application entity (ae) title, wireless ip address, wireless media access control (mac) address, and default gateway with information technology (it) were verified but did not resolve the issue. A ping test was run, but the connection was refused. The system was connected to the correct network in the configuration. A new ip, port, and ae titles were received from it. Four different nodes were attempted. On all nodes, the dicom test showed green configuration, green ping, green pacs port, but yellow association. An attempt to pull a patient image from pacs resulted in an error message stating that it could not negotiate communication with the query/retrieve (qr) server. A patient image was pulled on another navigation system and noted an identical status on the dicom test but was able to pull from pacs. Another pacs node was received from it, showing an identical status on the dicom test but successfully pulled from pacs. There was no patient involvement reported.

Manufacturer narrative:
H3, h6: a software investigation analysis was initiated to determine the probable cause. Analysis found that the reported issue was not cause by the software. Based on case information, the issue was that the ip address for wired and wireless was backwards. Once the ip address was corrected, the system has worked properly. Analysis found that the software functioned as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.